Event description:
During a l4-5 posterior lumbar fusion surgery on (B)(6) 2013, while the surgeon was inserting the screw, a small fragment of the distal tip of the holding sleeve broke off. Reportedly the broken fragment was not retrieved. Surgeon irrigated the cavity and fragment was not recovered. Surgeon continued with the surgery and used another holding sleeve that was available. Reportedly no significant amount of time was added to procedure due to this event. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.